Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/1 of her automated peritoneal dialysis therapy. Per initial report, the home pt was not sure if she had connected her transfer set to the pt line of the homechoice set prior to the initial drain cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home pt's nurse.

Manufacturer narrative:
The home patients nurse has agreed to review proper procedures with the home patient.